Manufacturer narrative:
(B)(4).

Event description:
The customer reports a cracked tray.

Event description:
The customer reports a cracked tray.

Manufacturer narrative:
Qn#(B)(4). The customer did not return the sample; however one photo was provided of the defective sample. Visual inspection of the photo confirmed that the outer tray had cracked. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The complaint of a cracked tray was confirmed by the photo the customer sent. A device history record review was performed and no relevant findings were identified. The probable cause of this defect is design related. A non-conformance has been created to further investigate this cracked tray, sterility issue.